Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that microbore bi-fuse extension set, 2 IV co had foreign matter on 12 occasions. The following information was provided by the initial reporter: customer asks if the yellow coloration in maxzero connector is normal, informed that the material in okay with expiration date. The sales rep that identified the color, there was no patient involvement and its usage is only as selling sample.

Manufacturer narrative:
H.6. Investigation: a mz9265 sample was not required for investigation of this feedback as the customer provided photographs of the affected sample. Analysis of the photographs confirmed the customer's experience with the tubing noted to be discoloured yellow. A review of the production records as well as the sterilization records for lot 17118173 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Yellow discolouration of the tubing can typically occur after irradiation sterilisation and the degree of discolouration can change over time and under certain storage conditions. This type of discolouration does not however affect the functionality of the device and therefore is considered to be a cosmetic defect.

Event description:
It was reported that microbore bi-fuse extension set, 2 IV co had foreign matter on 12 occasions. The following information was provided by the initial reporter: customer asks if the yellow coloration in maxzero connector is normal, informed that the material in okay with expiration date. The sales rep that identified the color, there was no patient involvement and its usage is only as selling sample.